Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the customer in colombia that during an unknown orthopedic surgery on (B)(6) 2022, it was observed that the moment the specialist maneuvers the template device to mold it onto the patient's bone, it easily split. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) bend-templ f/lowprofile3.5 recopl-curved device. This complaint involves two (2) devices.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.100.036, lot: 220p968, manufacturing site: jabil bettlach, release to warehouse date: 06 september 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the bend-templ f/lowprofile3.5 recopl-curved was broken in several pieces. While a root cause cannot be determined for the reported issue, it is possible that the plate was bent in an inappropriate direction leading to the breakage. The pelvic implants and instruments surgical technique was reviewed. Following statement was found: "precaution: reverse bending or use of the incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g. Breakage). Do not bend the plate beyond what is required to match the anatomy." A dimensional inspection for the bend-templ f/lowprofile3.5 recopl-curved was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the bend-templ f/lowprofile3.5 recopl-curved would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - curved bending template 3.5mm lp curved recon plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.